Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw of the device operated properly upon actuation of the handle and passed a grasping test. The device was disassembled and it was observed that the probe was fractured at the distal end. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked probe. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There was no adverse patient event reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the knife was bad in sharpness. Opened another. No further incident. The current patient status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was not recognized by the generator. The device was activated.